Manufacturer narrative:
Qn#(B)(4). MDR report key/report number (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint as reported on maude database: "patient nasally intubated with 7. 5 nasal ray tube. No forceps used for placement. Placement done in left nare without trauma. Glidescope used to view vocal cords. Tube slid through cords smoothly. Ventilator sounded few minutes after placement indicating air leak in circuit. Tidal volumes were decreased. Patient remained hemodynamically stable throughout event. Patient was not hypoxic. Tube was emergently exchanged and cuff inflated with appropriate tidal volume and end-tidal co2(etco2) confirmation". No patient harm or injury reported. The condition of the patient is reported as "no clinical signs, symptoms, or condition".